Event description:
(B)(6) infant started on tpn for nutritional support and to maintain adequate glucose levels. Tpn infusing through smartsite infusion act. Site blow filter remained engaged after attaching a syringe and withdrawing tpn fluid. Blood and intralipids noted to be backing up into tpn tubing due to y-site to tpn tubing being continually depressed resulting in fluids leaking out. Large amount of tpn noted uner isolate bedding. There was decrease in the patient's urine output and glucose was 70. New tubing obtained. No further issues with glucose or urine output. Dose or amount: 2.7 ml/hr; frequency: continuous; route: intravenous. Diagnosis or reason for use: hypoglycemia. Event abated after use stopped or dose reduced, yes.